Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to the emergency room on unknown date because of the insulin pump gave too much insulin. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.